Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced seven infusion set cannula leaking events on (B)(6) 2024. The events occurred within seconds of insertion, which led to hyperglycemia. As a result, the patient was hospitalized on (B)(6) 2024. The blood glucose level was 602 mg/dl with the presence of small ketones at the time of hospitalization; consequently, the patient was treated with correction bolus via pump, intravenous (IV) fluids consisting of saline and insulin. The length of hospitalization was three hours and thirty minutes.the patient replaced the infusion sets and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2.

Manufacturer narrative:
Supplemental report 01 - MDR 2084725 - MDR 3003442380-2024-35687 additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated leakage from infusion site (specific cause not identified). The batch 5398134 in question was manufactured at the reynosa site. Complaint investigation test results: visual test according to work instruction (wi) version 3 on reference samples, reference samples passed the test. Functional test (flow test) according to wi version 2 on reference samples, reference samples passed the test. Functional test (leak test) according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 5398134 was manufactured according to the wi version 100 manufactured in the line 3, on 20/nov/2022 with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 02/jun/2025 against malfunction code evaluated leakage from infusion site and lot 5398134 and no other complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.